Event description:
Per the clinic, the patient experienced a decrease in understanding and zig zag impedance pattern with the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.